Event description:
A ventilated homecare patient experienced an increase in pressure while a 6dct tracheostomy tube was in use. The spouse attempted to suction the patient but the ventilator pressure continued to increase. The patient was transported to a hospital emergency room where the trach was replaced without incident.